Manufacturer narrative:
Other applicable components are: product ID: 8578, lot #: (B)(4), serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-oct-2016, UDI #: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 16-aug-2002, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp was going to explant the complete system. The patient had come into his office with swelling and redness at the pump site. No environmental, external, or patient factors were reported to have caused this issue. The pump was not interrogated. The pump was completely explanted. The physician may implant new pump catheter in the future. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.